Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc. Defers to the pt's physician regarding medical history.

Event description:
The hospital reported a malfunction involving the IV adminstration extension set. It was reported that when the pt leaned forward, the set pulled apart at the bonding site. The set infusate at the time of the alleged malfunction is unknown. There were no pt complications reported as a result of the alleged event. The lot number is unknown. The device was discarded and not returned to the manufacturer for evaluation.